Event description:
It was reported that the port 23 of an em2400 valve set was creating bubbles. The lines were checked and switched the inlet; however, bubbles were still observed. This was observed during use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The lot was manufactured from june 28, 2022 - june 29, 2022 the device was received for evaluation. Unaided visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak from port 2. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.